Event description:
It was reported that loss of capture was noted on the day after the implantation of the pacemaker with competitor leads. On the same day the lead replacement was done and still no pacing was achieved. The pacemaker was changed. Initially no clinical signs, symptoms or conditions were reported. On(B)(6) 2025 information was received that the patient passed away after the pacemaker explant.